Manufacturer narrative:
This event occurred outside the u.s. Where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The manufacture and expiration date of the lead are not available. Concomitant product: 8042u ipg, implanted: (B)(6) 2006. (B)(4).

Event description:
It was reported that the patient died approximately one month after the implant of their implantable pulse generator (ipg). It was noted the patient died of ventricular fibrillation due to infection. The source of the infection is not known. This event was documented during post-market surveillance of cardiac resynchronization therapy (crt) devices.